Manufacturer narrative:
Multiple attempts for the mpu serial number were made, but no response was received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient has had frequent uses of the backup battery with no audible alarms. If the patient is having power issues and losing power enabling the external backup battery (ebb) it may be an issue with the mpu losing power. No further information provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report associated with no external power/loss of power event was unable to be confirmed, as the reported heartmate mobile power unit was not returned for evaluation. Appropriate attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. Additional information was received on 19nov2019 by post market surveillance analyst stating that the patient mpu does have a locking cord; however, I cannot give you any more information due to hippa. The log files were provided and reviewed. The event log file contained approximately 1 day of data (dated (B)(6) 2019, according to the time stamps). At approximately 02:26 am on (B)(6) 2019 the log file captured a transient backup battery circuit fault (code f34). This fault did not result in any active alarms and resolved on its own. This event did not affect the controller's ability to support the pump at the set speed. The periodic log contained approximately 10 days from (B)(6) 2019, per the time stamp. The log file was unremarkable and the pump speed was recorded at the set speed throughout. There were no ¿no external power/power interruption¿ events captured within the log files provided for review. To date, the heartmate mobile power unit was not returned for evaluation. As a result, the root cause of the reported event could not be conclusively determined and this complaint file will be closed accordantly. The complaint file will be reopen if the device is returned. No further information was provided. The manufacturer is closing the file on this event.